Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratches on the display window, and cracked reservoir tube lip. The device alarmed compromised force sensor system during the basic occlusion test due to the drive support cap being loose and protruded. The device did pass idle current test, run current test, displacement test, and rewind test. The following testing were unable to be performed self-test, off no power test, unexpected error test, occlusion test, prime test, and excessive no delivery test due to the alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed compromised force sensor system or was squirting insulin during manual prime. It's unclear if troubleshooting was completed for the device. The customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be returned for analysis, customer agreed.